Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the pre-use check failed. Our field service engineer investigated the ventilator and found that the nozzle unit in the air gas module was broken. The nozzle was replaced with an old part from the customer. After the replacement, the ventilator passed all functional and safety tests and was approved for clinical use.no logs were provided and the replaced part were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: (B)(4).